Event description:
The physician reports performing cataract surgery with implantation of the crystalens hd intraocular lens. Two months postoperatively, the pt presented with lens vaulting in a z-configuration. The surgeon performed surgical intervention to reposition the iol. The lens repositioning was successful and the pt's vision improved. Approx one yr postoperatively, a yag capsulotomy was performed. It should be noted that this pt also experienced asymmetrical lens vaulting in the fellow eye. Add'l info has been requested. Reference MDR 2031924-2010-00193.